Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that their onetouch verio iq meter had blood reading as control solution whilst testing. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue first occurred on the ¿(B)(6) 2014 at 07:46pm¿. The patient manages their diabetes by self-adjusting their dose of insulin. The patient stated that no action was taken to their regular diabetes management regimen routine prior to the product issue. However one hour after the product issue, the patient claimed to developing symptoms of ¿shakes¿. The patient denies taking any treatment. At the time of troubleshooting the cca noted that the patient used the correct testing technique and test strips were within the expired date. Cca noted that the meter result was 104mg/dl and the issue was not resolved. Replacement products have been sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The symptoms experienced, suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose accurately; therefore the alleged product issue may have contributed towards symptoms indicative of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.